Event description:
A healthcare professional alleged that she performed a control test and received a result of 371 mg/dl. The normal control range was 106-147 mg/dl. The nurse declined the offer to further troubleshoot the contour system and ended the call. The test strips are to be returned for eval. Replacement test strips were sent to the customer.